Event description:
Per independent repair center, the unit had low o2 or yellow light. The key failure was tie wraps causing leaks in the tubing around the product tank. Additional malfunction for this device was that the unit had a defective power switch.